Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was not returned for evaluation. Therefore, the exact cause of the leading olive detachment could not be determined.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic and right iliac artery aneurysms. It was reported that after the gore® excluder® iliac branch endoprosthesis branch component was implanted, an internal iliac component was advanced into the right hypogastric artery and deployed. After deployment of the device, there was reported difficulty withdrawing the catheter from the hypogastric artery. It was reported the right common iliac artery was tight (15 mm), and the internal iliac component had to bend 90° into the hypogastric artery in order to be deployed in its intended position. It was reported that after the difficulty was noted, the leading olive of the delivery catheter detached and remained in the right hypogastric artery. It was reported the device did not catch on the sheath as the sheath was only advanced to the aortic bifurcation. According to the report, the exact cause of the leading olive detachment is unknown; however, the patient¿s difficult anatomy was reported to have contributed to the difficulty during withdrawal. It was reported an attempt was made to advance another device to deploy directly over the detached olive, but no additional devices could reportedly be advanced due to the patient¿s difficult anatomy. It was reported the detached olive was left in the hypogastric artery. The procedure was reportedly concluded with no further treatment. It was reported the aneurysms were excluded with no evidence of endoleak, and the patient tolerated the procedure with no reported adverse events.

Manufacturer narrative:
(B)(4).